Event description:
The facility representative reported a fail code 814:01 during biomed testing. Details were not available regarding additional contact information. The hopsital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.